Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nv301e - vitelene insert e 32mm post.wall according to the complaint description, the surgeon had to switch to a different counterpart (nv201e) after inserting the "plasmafit 48mm" (nv248t) because the originally intended counterpart (nv301e) was loose after insertion. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00330 ((B)(4) + nv301e).

Manufacturer narrative:
Investigation results: visual investigation: the provided implants show no serious outwardly obvious damage. Investigation was carried out visually and micriscopically. Due to the circumstance that the provided inlays have already been tried to be anchored in the cup and due to the thermal processing probably carried out as a result of decontamination, it can be assumed that the dimensions no longer correspond to those on delivery. Externally, the complained inlays show no damage or abnormalities which could be attributed to the manufacturing process. Both inlays show only little and hardly visible scratches and imprints which originate from the implanting /anchorage process. Only one inlay shows explicit and clearly visible imprints on the outer side. Possibly this could be traces from fixation screws which were not fully screwed in the cup. Based on the information available as well as a result of our investigation it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch numbers. The review of risk assessment revealed that the overall risk level (severity 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.